Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the rexroth valve is stuck. Additional malfunctions are the poppet valve is not shifting and the tie wraps and gear clamps leak.